Event description:
It was reported that t:slim x2 pump battery would not charge, and caller noted power source alert and confirmed that different wall adapters and outlets did not resolve issue. There was no reported impact to the customer¿s blood glucose level. Customer tried multiple charging setups without success, was sent replacement charging cable and wall adapter, and was later escalated to customer support, where staff discussed troubleshooting and log review; customer declined data upload while traveling and requested pump replacement, which customer support planned to approve.